Event description:
Medtronic received information that prior to being used in the procedure, this octobase retractor was difficult to open and as the handle was turned, flakes of metal fell onto the equipment table. The retractor was not in the sterile field during this time and no patient was involved with the incident.

Manufacturer narrative:
Analysis: upon receipt, visual inspection confirmed the clinical observation as a deep wear mark and scratch approximately five inches long was noted on the retractor side rail surface. In addition, two groove like scratches on the inside surface of the lower mating bracket were observed, along with galling on the handle or the engagement portion of device. Next, the retractor was then opened and closed several times with slight resistance. Visual inspection during manipulation did not identify any metal shavings or loose material. The retractor was forwarded to our manufacturing facility for further inspection. Conclusion: analysis confirmed a device failure occurred and contributed to the event. The failure was found during set-up with no patient involvement. The retractor was forwarded to the manufacturing facility to determine root cause. When additional information is received, this event will be updated and a follow-up report provided to FDA.